Event description:
The patient reports administering excess insulin by priming while attached to the infusion set. The patient administered glucagon.

Manufacturer narrative:
The pump has not been returned to animas to evaluation. Animas has conducted a review of the device history record for this pump, and it was operating within required specifications at the time of release. The patient administered excess insulin by priming the pump while attached to the infusion set. The pump user guide instructs users to disconnect from the infusion set three times during the rewind/prime sequence. The patient has continued to use the pump with no reported subsequent events.